Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 3.2; lab: 6.0. Date: (B)(6) 2010; inratio: 1.8; lab: 5.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values of test 2 and 3 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inratio precision data provided by end-user: date: (B)(6) 2010, 1st inr = 3.2, 2nd inr = 1.8, mean = 2.50, sd = 0.99, %cv = 39.60. Since 39.60% cv is more than 20%, the test failed the criteria for precision. Additional investigation is required.